Event description:
Customer reported between 12&12:30, device= 44 mg/dl. Customer stated feeling low. Customer went to the doctor at 1:00 pm. Doctor's device was 15 points higher (value not provided). Customer was given orange juice and crackers as treatment. Customer went home at 3pm. Controls were in range. A request was made for return product and replacement product was sent.